Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 35 mg/dl, 88 mg/dl and 41 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is april 19, 2009, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2017. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the freedom lite meter. A DHR (device history review) for the freestyle omni strips was performed and the dhrs showed the freestyle omni strips passed all tests prior to release. Retain testing was performed on the freestyle omni strips showed the strip passed all tests prior to release. A tripped trend review was completed for the reported complaint and freestyle omni strips. Due to the low confirmation rate,no further track and trend review was required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 35 mg/dl, 88 mg/dl and 41 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.